Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed flow rate test multiple times during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information b5: additional information from the customer provided the test parameters. The programmed volume to be infused: 20ml, programmed flow rate 40ml, actual amount infused: 22ml. Additional information: h11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow rate accuracy and deliver ed within specification. The event history log review was completed for the last days of customer use, which show an infusion with a rate of 40 ml/hr with a vtbi of 20 l, which are the recommended parameters for flow accuracy testing outlined in the spectrum service manual. The infusion ran to completion without interruption or abnormalities. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event.the reported condition was not verified. The customer deliver ed volume is equal to 10% accuracy error. An over infusion less than or equal to 10% is unlikely to cause or contribute to a serious harm, death, or serious injury. Should additional relevant information become available, a supplemental report will be submitted.